Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1angc, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having replacement of their ins and leads on november 12 because the leads were damaged. It was noted patient had a bladder infection, and that when the device was working they were not having bladder infections. Patient's bladder was not being stimulated and they mentioned they were going to urgent care for antibiotics for the bladder infections. No further complications were reported.